Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead exhibited intermittent high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Other lead values were within normal range. Technical services reviewed the available device data and discussed troubleshooting by trying to create noise on the lead with patient movements and device manipulation. An x-ray was recommended to evaluate the lead body for damage and the device header for proper terminal pin insertion. The field representative reported the physician planned to perform the troubleshooting steps at the patient's next scheduled follow-up. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead exhibited intermittent high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Other lead values were within normal range. Technical services reviewed the available device data and discussed troubleshooting by trying to create noise on the lead with patient movements and device manipulation. An x-ray was recommended to evaluate the lead body for damage and the device header for proper terminal pin insertion. The field representative reported the physician planned to perform the troubleshooting steps at the patient's next scheduled follow-up. No adverse patient effects were reported.